Event description:
It was reported that the patient expired. Prior to device removal, interrogation revealed intermittent ventricular undersensing. Review of the egms revealed the device diagnosed a ventricular arrhythmia with intermittent under- sensing, and began to charge. Both episodes returned to sinus. The first episode showed undersensing, the second did not. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.